Manufacturer narrative:
The device was evaluated by an approved service provider; the customer's report was observed and the pace/defib engine board was replaced and scrapped. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.